Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon "residual liquid or foreign object came from the ch tube" was confirmed however the foreign material could not be identified. The event can be detected/prevented by following the instructions for use which state: bf-uc190f has an instruction manual for cleaning, and reprocessing method is described in the instruction manual for cleaning. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound bronchofibervideoscope exhibited residual liquid or foreign material coming out of the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the forceps channel port had a scratch; due to a pinhole on the channel tube the water tightness was lost; the image guide bundle had a stain; the image guide bundle had significant breakage; due to breakage of the light guide bundle the illumination was uneven; the distal end was shaved and deformed; the light guide bundle had breakage; the bending section adhesive was detached; due to wear of the angle wire the bending angle in the up direction did not meet the standard value; and due to the channel tube being crushed the forceps could not be inserted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.